Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1115779, batch j1112715.

Event description:
It was reported that a patient underwent a craniotomy procedure on (B)(6) 2012 and a reservoir was connected to a drain. After the procedure the reservoir remained compressed without any drainage at all. The surgeon tried to activate the reservoir, but the reservoir remained compressed and did not create any suction. The surgeon did not try another reservoir, but just removed the drain. The surgeon pushed the patient&apos;s blood and fluid out from the insertion area of the drain because he did not want the fluid to accumulate and cause an infection. The surgeon opined that the cause might be a defect of the anti-reflux valve. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device did not function, keep vacuum. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1115779, mfg date 08/01/2011, exp date 08/31/2016. Batch j1112715, mfg date 06/01/2011, exp date 06/30/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.